Event description:
Philips received a complaint on an avalon fm20 fetal monitor indicating that during evaluation at bench repair, it was identified that there was damage to the main cpu board speaker connection. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. The results of the analysis indicate there was internal damage to the monitor which included damage to the main board speaker connection. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a damaged speaker connector. The issue was resolved by replacing the main board the product was returned to the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. D4 the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.